Event description:
A distributor in chile reported that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humdifier is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to fisher & paykel healthcare in new zealand for investigation, where it was disassembled and visually inspected. Results: visual inspection revealed no signs of physical damage to the returned device, however revealed that the speaker cone had a piece of metal offcut stuck to it. Conclusion: the cause of the distorted audible alarm is likely due to the remnants of metal offcuts stuck to the speaker cone. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm. The user instructions accompanying the mr850 respiratory humidifier states the following in the set-up instructions: after turning on the humidifier, look at the display and alarm indicators to visually confirm that they turn on and off. Following this, listen for an audible tone to confirm that the sounder is functioning correctly. If a fault is detected, send for servicing.

Event description:
A distributor in chile reported that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.